Event description:
Patient with heartmate iii left ventricular assist device (lvad), with chronic pseudomonas infection including several relapse bacteremia and also requiring multiple surgical incision and drainage (I&d) procedures over the previous years, was admitted with emergence of breakthrough abscess and breakthrough bacteremia despite current use of vacuum-assisted closure (vac) dressing and double antipseudomonal coverage with ciprofloxacin and zosyn. Patient underwent another surgical I&d. Sternum was preserved however rising concern for involvement of the central components of the lvad. Blood cleared and patient was discharged again with vac dressing, and with dual coverage with cipro and zosyn since the isolate remained sensitive.